Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the clinic, high out of range lead impedance and noise were observed on the rv lead. The patient was asymptomatic, and there were no other anomalies reported. The physician elected to cap and replaced the lead. The patient was stable following the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.